Manufacturer narrative:
The device was returned for evaluation and evaluated. Investigation found a kink in the exposed portion of the soft cannula. Although the cannula was damaged, the timing and cause of the damage could not be determined. Investigation found a hole in the unexposed portion of the soft cannula. When the distal tip was manually occluded, fluid diverted through the hole. Corrosion was identified on the pcb and rear battery. The voltage of the batteries were measured and found to be low. The data download returned a hazard alarm, indicating that a drive stall occurred. Investigation found no defects or damage that would result in a drive stall or the hazard alarm. Although there was no evidence of damage that would result in a drive stall, the cause of the hazard alarm could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Checking your blood glucose. Chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient had high blood glucose levels of above 600 mg/dl. The patient gave a total of 115 units of insulin a day.